Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: analysis found that the minus conductor was fractured, the fracture point was not at the strain relief. (B)(4).

Event description:
It was reported that when the external pulse generator (epg) and cables were connected to the patient, pacing failure was found. The cables were returned to the manufacturer. No patient complications have been reported as a result of this event.